Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device change out due to normal eri, externalized conductors were observed. The lead was explanted. The patient was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: external insulation abrasion was noted at 11.5-11.6cm, 11.9-12.1cm, 12.2-12.6cm, and 16.4-16.7cm from the connector pin, consistent with lead friction to the device can. Externalized conductors due to internal insulation abrasion were noted at 13.6-15.9cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 7.2-8.9cm from the distal tip. The etfe coating was abraded at this location.